Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts while using an ilet system with a flex infusion set, persistent hyperglycemia up to 583 mg/dl despite supply changes, and subsequently paused the pump and administered subcutaneous insulin by pen before later reconnecting without further alerts. The event is consistent with an obstruction of flow associated with the connector/coupler of the infusion setup. Symptoms included hyperglycemia with reported thirst, fatigue, and sluggishness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem associated with the infusion set component leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.